Event description:
In late 2008, baxa was notified by the customer of a patient involved incident. The customer uses abacus v2.0 tpn calculating software for chemotherapy production. Upon follow up with the customer, it was reported that a patient died the day before, after receiving a chemo bag containing a higher-than-ordered concentration of sodium chloride.

Manufacturer narrative:
The customer's subsequent investigation revealed that the pharmacist, who entered the subject order within the abacus calculating software, mistakenly ordered 9% sodium chloride instead of 0.9% sodium chloride. Three phone conversations and one email were conducted and the following month, with the director of risk management and the pharmacy manager for this facility. In each instance, the customer elected to not share any further details about this incident. No data files for the subject order have been provided to baxa for evaluation. A final voice message was left for the pharmacy IV manager five days later. Through our investigation so far, we do not have information suggesting that the abacus calculating software caused or contributed to this patient death as a result of failure, malfunction, improper or inadequate design, manufacture, or labeling of the product. If baxa receives additional information in regards to this incident, a follow-up MDR will be submitted.